Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that, the customer alleging possible pump under delivery. The blood glucose was 313 mg/dl at the time of the incident and current blood glucose was 244 mg/dl. The customer treated high blood glucose with the manual injection. The customer also stated that, the sensor had lost sensor signal alert. Customer reported the following symptoms related to their high blood glucose was nausea. Based on customer report proceeding in troubleshooting per reasons why customer alleges pump is under delivering. Performed displacement test and was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.